Event description:
It was reported that, the primary surgery was conducted on (B)(6) 2025. Later, he felt looseness in his shoulder joint when going to bed. Partial revision arthroplasty was conducted on (B)(6) 2026 due to instability, although no dislocation was present. No further information was provided.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.